Event description:
The uretero-reno videoscope was returned to the service center with a report of peeling of the rubber of the distal end. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, chipped adhesive on the bending section rubber. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection.based on the results of the investigation, a root cause could not be identified. The date of the event is unknown. Should additional relevant information become available, a supplemental report will be submitted.olympus will continue to monitor field performance for this device.